Event description:
During troubleshooting for an unrelated alarm, it was found that the registered nurse (rn) had reused the setup from the previous night for another therapy on the home patient (hp). The therapy was then ended. There was patient involvement but no patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The instructions listed in the patient at home guide for the homechoice device state, "discard the disposable set and all solution bags at the end of therapy. Possible contamination of the fluid or fluid pathways can result if disposables are reused. Contamination of any portion of the fluid or fluid path may result in peritonitis, serious patient injury, or death." Patients are warned to not reconnect solution bags, which instructs patients to not replace empty solution bags or reconnect disconnected solution bags during their therapy. If a bag becomes disconnected during their therapy, they are instructed to follow the instructions in the end therapy early procedure. A formal review of the label for the product family will be conducted. If additional relevant information becomes available, a supplemental report will be submitted.